Event description:
It was reported that the reverse button of hand piece for battery powered driver was not working. It is unknown when the incident was observed. Patient involvement unknown. There were no reports of injuries, medical intervention or prolonged hospitalization. No further information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h3, h6: product investigation: service and repair evaluation: the customer reported that the item 05.000.008 reverse button not working. The repair technician reported recording error, reverse function does not run, discolored vent and wire, debris on barrier. Scrapped housing due to damage set screw thread; new sn:(B)(6). Not application because driver were not used, driver used were 49121,49122,49123. The cause of the issue is faulty parts. Supplier evaluated: the item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: device history record (DHR) review conducted: part # 05.000.008 synthes lot # 006259 supplier lot # n/a release to warehouse date: 26 apr 2017 expiration date: na manufactured by: synthes monument no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.